Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm medium-large clip applier was too stiff and not opening when operating. The procedure was completed with no reported injury. Intuitive followed up and confirmed there was no additional information.

Manufacturer narrative:
The medium-large clip applier has been returned and evaluated by the failure analysis team. The instrument was found to have two bent grips, causing them to be misaligned. The offset at the tips was 1.05mm. The grips were not found to be cracked. Probable root cause of bent instrument grips-tips is attributed to damage during use, as moderate misalignment of grip tips can occur due to grasping hard tissue or objects, or through collisions with other instruments.